Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The user canceled the repair request and did not send the subject device back. The event can be prevented by following the instructions for use (IFU): operation manual chapter 5 troubleshooting 5.1 troubleshooting guide. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the rhino-laryngo fiberscope has locked tie rod. There were no reports of patient harm.